Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: battery failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No patient information was disclosed by the customer. A ward nurse found that the battery failed alarm was sounding during their rounds. The nurse unplugged and re-plugged the device's power cord, but the alarm sounded again. The device continued to otherwise operate during the event but was replaced with another v60. On 15oct2025, an authorized service provider (asp) evaluated the device and confirmed the previous occurrence of the check vent: battery failed alarm in the device event log. The asp replaced the backup battery to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone#: (B)(6).